Manufacturer narrative:
Additional information was received that the reported stroke was not device related.

Event description:
A report was received that the patient had a stroke and fell on his battery. It was also reported that the ipg was not providing the same stimulation as prior to patients fall. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had a stroke and fell on his battery. It was also reported that the ipg was not providing the same stimulation as prior to patients fall. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.